Event description:
It was reported that during a coronary stent procedure of an rca lesion, the stent became dislodged. The stent was successfully retrieved with a guide wire. The pt status is listed as "okay".